Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer blood glucose (bg) level was elevated (350 mg/dl). Customer treated elevated bg level with multiple bolus deliveries via the pump. During system check with tandem technical support, fill tubing was performed and insulin was seen flowing through the tubing. At the conclusion of the report, customer reported bg level was improving.